Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -18.00/+2.50/x079. Device evaluated by manufacturer?: no. Icl remains implanted. (B)(4). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion: conclusion not yet available. Evaluation is in progress. (B)(4). The icl remains implanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, - 18.00/+2.50/x079 diopter implantable collamer lens in the patient's left eye on (B)(6) 2015. After implantation, refractive surprise was noted. The icl remains implanted. Last office visit on (B)(6) 2015, bcva: 20/20, ucva: 20/25. See MFR. Report #2023826-2016-00092 for right eye.

Manufacturer narrative:
Corrected data: (B)(4).